Event description:
It was reported, the pt had intermittent stimulation for the last month and a half which was related to position. The sjm rep determined one contact on the lead was invalid, but this contact was not being used in any of the programs. Reprogramming was performed, but the pt reported the stimulation issue recurred after leaving the appointment. A second attempt was made to reprogram, and the pt reported there were no issues while in the office. Imaging showed the lead had moved to the right, which has caused some loss of stimulation on the left side. It was reported the pt was to consider the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.